Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 2nd complaint for lot # 9077689 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: CAPA not required at this time.

Event description:
It was reported that the connection between the bd precisionglide¿ needle hub and tube was found blocked before use. The following information was provided by the initial reporter, translated from chinese to english: "during the inspection of batch 9077689 injection needles by customer, it was found that one of the injection needles was blocked. The blocking position was the connection between the needle hub and the needle tube, and the situation was similar with batch 8324761."